Event description:
Pt had cryolife aortic valve allograft implanted in 2001. Experienced fever within 2 mos of surgery. Returned to this hosp in 2002 with endocarditis, cerebrovascular accident. Valve removed 5 days later, cultured at that time. Growing 4+ candida tropicalis and 4+ candida albicans on right cusp of explanted valve. Candida tropicalis growing on other parts of explanted valve. Cerebrovascular accident possibly related to vegetations on valve.